Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 20 mg/ml at 4.862 mg/day and morphine 13.5 mg/ml at 3.282 mg/day via an implanted pump for chronic low back pain and spinal pain. The patient reported her personal therapy manager (ptm) was not working and her pump was alarming. The low battery rest and safe state alarm was occurring. The logs showed a low battery reset and safe state occurred on (B)(6) 2016. It was noted the hcp normally replaced all pumps at five years regardless of the elective replacement indicator (eri) and the patient's eri was at 21 months. Patient symptoms were not reported. The reporter would follow up with the hcp and alert them to the pump status. Additional information was received on 09/26/2016 from a company representative (rep) indicated the pump was replaced and would be sent back for analysis. The pump logs were provided and examine at (B)(6) 2016 (last change (B)(6) 2016) and the patient was in minimum rate mode. The logs indicated the low battery reset occurred and the pump was in safe state on (B)(6) 2016 at 11:56. A motor stall recovery occurred on (B)(6) 2016 at 16:51.

Manufacturer narrative:
Analysis of the pump found high-resistance of the battery. Result code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the intrathecal pump had stopped abruptly on (B)(6) 2016 with no warning sign, and the pump was urgently replaced on (B)(6) 2016. There were no problems with the personal therapy manager (ptm). No actions were taken in regards to the ptm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.